Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Common device name should be corrected to phakic toric intraocular lens device code 1494: previous code not applicable claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.0/+2.5/146 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as unknown.